Manufacturer narrative:
Evaluation: performed test using artificial bone and sample parts similar to those reported to be used in the incident in an attempt to duplicate the reported problem. Results: no product failure during test evaluation. Conclusion: per the surgeon, the pt had really hard bone and he broke the head off the screw. He also said, it did not affect the case.

Event description:
The surgeon was inserting screw into very dense bone and had tough time driving it in. He decided to remove the screw and the screw head broke off during removal. Shaft of screw was left in the pt. The surgeon said that this incident was no big deal because the bone was very hard, and the incident had no effect in the case.